Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, physician observed two hollows on the pacemaker. The device was not used on patient. Ipg was replaced with another pacemaker to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst indicated two dents on the front of the can.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.